Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, serial: (B)(6); product type: 0200-lead; brand name vectris surescan; product ID: 977a260, serial: (B)(6); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was trying to get stimulation equalized in their feet and more in their low back, but couldn't get stimulation perception above the buttocks. It was found that the leads had migrated from t8-t10 to t10-t12. High impedances above 40000 on contact 14 were found and they had stimulation in an undesirable location. The patient discussed lead revision with their healthcare provider and was going to have that done at the same time they replaced the implant which was reaching end of service in two months. The cause was not known and the issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2015, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reached eri on his battery several months ago, came in for a replacement and mentioned to the hcp that his normal pain has increased recently. The pt does have ms and falls a lot, but did not report anything to rep prior to day of battery replacement surgery. X-rays were taken prior to the procedure and it was determined that the leads had migrated down a bit. The physician opted to replace the leads as he was already going to have his battery changed. Post op, the coverage was back where it was prior to the revision and pt was happy.